Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the liner would not lock into the tibial plate. The surgery was completed with another liner. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown a the time of the initial medwatch. UDI # should be blank as product ID was updated. The complaint device has been returned, but the device investigation has not yet been completed.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Evaluation of the returned product identified that the articular surface exhibits damage to the distal surface and gouges to the outer edges. The dovetail feature was noted to be compressed and flared. Device history record was reviewed and no discrepancies relevant to the reported event were found. Compression of the articular surface dovetail can occur if the articular surface is not correctly placed and oriented before pushing it using the inserter instrument. The root cause is due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.